Event description:
(B)(6) 2012, the reporter contacted animas to report the pump's insulin-on-board function was not correctly calculating the appropriate iob value. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4):a review of the pump history shows the iob duration was set to 2.5 hours. During investigation, a 0.40 unit bolus was performed, and the pump correctly displayed the 0.40 units iob on the status screen. After 2.5 hours, the iob calculation was accurately reflected in the iob status. The iob was found to be functioning properly during investigation. A review of the bolus history shows a 1.00 unit ezcarb bolus was programmed with the duration set to 2.9 hours. A second bolus of 0.35 units was delivered before the 2.0 hour duration period was over. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.